Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer also stated that they were unable to exit priming process. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. No prime alarms or resetting noted. However, unable to prime device during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted. The insulin pump received with cracked reservoir tube and minor scratches on lcd window.